Manufacturer narrative:
Investigation: per the customers protocol, they called to request the machine to be checked out. Investigation is in process. A follow up report will be provided.

Event description:
The customer reported that a patient with antiphospholipids vasculitis coded during a therapeutic plasma exchange (tpe) procedure on an optia device. Per the customer, the procedure was terminated after performing rinse back. They took the patient to dialysis where he coded during the procedure and expired. The customer is not claiming any machine issues. The physician at the customer site and the discharge summary relates the death to patient disease progression. The customer declined to provide the patient identifier. The collection set is not available for return because it was discarded by the customer. This report is being filed due to patient death, although per current information there is no detectable malfunction with the terumo bct device or allegation of a malfunction.

Manufacturer narrative:
A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. Analysis of run data file indicated that the spectra optia device operated as intended. The aim images were clean and clear and the lighting was in the appropriate range as well. Run summary :actual fluid balance: 59 ml (101%)procedure time: 88 min saline to patient: 135 mlac to patient: 18 ml rinseback was completed total plasma removed: 2029 ml replacement plasma used: 1935 mla terumo bct service technician checked out the machine at the customer site. Functionality of the aim system was checked and the apc stack was reseated. An auto test and saline run were completed successfully and the machine was verified to be operating per manufacturer specifications .investigation is in process. A follow up report will be provided.

Event description:
Per customer the patient's discharge summary stated that the patient expired due to the disease progression and laboratory and clinical data were not available.

Manufacturer narrative:
This report is being filed to provide additional information. Corrected information is provided. Investigation: per terumo bct's medical review, the device did not cause or contribute to this incident. Root cause: based on the physician's statements, supported by the clinical findings, rdf analysis, device checkout, as well as internal medical review, the cause of the patient's death was his disease progression.